Event description:
It was reported that the patient was experiencing pain due to ipg migration. The patient underwent an ipg pocket revision procedure. No product was added or removed. The patient was doing well postoperatively.